Manufacturer narrative:
During the installation, the customer was testing the system to compare with their facility requirements/codes. The customer's allegation about micro amps exceeding their facility requirements is being investigated by merge healthcare. The device is being returned to merge healthcare. Once the device is investigated and additional information becomes available, a supplemental report will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, merge healthcare was notified that during installation of a merge eye station/capture system, that the electrical output was found to exceed the customer's facility code for micro amps. The device was unused by the customer or patients due to this being a new installation. Merge healthcare is working with the customer to investigate their facility, their codes and the interaction of the merge eye station. This issue is being reported due to the potential for harm due to a system configuration that exceeded the customer's facilities code. No patient harm has been reported as a result of this issue. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 07/21/2018. In order to further investigate the issue, information regarding the specific set up for the system, used by the customer, was supplied to a third party company. The results of the testing included the leakage current limits for earth leakage in normal conditions, touch current in single fault conditions, and patient leakage currents in a single fault condition. The current limits, in all categories tested, were found to exceed the acceptable and allowed limits. Additional testing to ensure safety across different configurations is in process. The customer has been notified and is currently not utilizing the configuration that was tested with the current limits that were found to exceed allowable limits. Updated fields: type of report. If follow-up, what type? Device evaluated by manufacturer. Conclusions. If remedial action initiated, check type.